Event description:
Reference number (B)(4). Event occurred in the united states. On 25-sep-2024, it was reported that patient faced 6 infusion sets leaks. Infusion set had been used for two days. Location of leakage at quick release. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 6. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6), patient country: united states.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 8021545-2024-04136. Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.